Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue after exposure to water. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2018 with the following findings: a review of the black box and alarm history showed a call service 078 alarm had occurred. The pump powered on properly with no alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 12 hours, and after 12 hours no call service alarms were received. Unrelated to the original complaint, the battery compartment was cracked below and above the grip pad.